Manufacturer narrative:
The manufacturing and material records for the perceval heart valve, model #icv1210, s/n # (B)(4), as they pertain to the reported event, were retrieved and reviewed by the manufacturer¿s quality engineering. The results confirmed that this valve satisfied all material, visual, and performance standards required for a (model #icv1210) perceval heart valve at the time of manufacture and release. Since the device was not explanted and was not available for return, no further investigation on the device can be performed. Since the device was not returned to the manufacturer for further investigation, the definite root cause of this event can not be established. Since no data on the device functionality over the time is available, the device cannot be excluded as a possible root cause of the event. However, the manufacturing and material records review performed for the device, confirmed that the component satisfied all material, visual and performance standards required at the time of manufacture and release. It is possible that the patients clinical history and risk factors (such as bundle branch block, coronary artery disease, heart failure, left ventricular dysfunction, history of cardiovascular interventions, and etc.) May have contributed to the heart failure event reported. The manufacturer is following up with the field. Should any further information be received, the manufacturer will update the reporting activity as applicable.

Event description:
The manufacturer was informed of this event through perceval (B)(6) study. The pvs25 valve was implanted on (B)(6) 2019 by medium sternotomy concomitant with CABG. The patient presented with heart failure and ultimately passed away on (B)(6) 2020. The patient had a history of bundle branch block; coronary artery disease; heart failure, left ventricular dysfunction; and cardiovascular interventions.